Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 failed and kept ejecting. The field service engineer shut down the station and reseated all the drawer connections. The fse reinserted the pockets and cleared out all trash and debris during the inspection for any cuts or damage to the cables. The fse reassembled all the components and rebooted the station and tested it using the user application. The fse also verified that the customer performed an inventory test on the drawer, verifying the functionality of all pockets. The system functioned as intended after the field service engineer repaired the device.